Event description:
Reporter alleged blood glucose monitoring device was not reading accurately and was treated by paramedics and taken to the hosp. Reporter stated device read 421 mg/dl and a different meter read 500 mg/dl. It was reported at 9:30 pm on another day customer's meter read 148 mg/dl and customer started having convulsions so paramedics were called. It was stated paramedics meter read 47 or 48 mg/dl at 10:30 pm and customer was given a glucose IV and transported to the hosp. Reporter indicated no controls were used and did not provide treatment at the hosp.